Manufacturer narrative:
No serial number was provided; therefore, device history record (DHR) review could not be completed. No device was received; therefore, no visual and functional testing could be performed. The reported issue could not be confirmed due to the fact that no samples, pictures or videos were received to perform a thorough investigation. If the product is returned, the manufacturer will reopen this complaint for further investigation. (UDI /catalog), operator of device and protocol # (510k) are unknown. No product information has been provided to date.

Event description:
It was reported that a spontaneous call was received from patient who advised cassette failed. Patient is very confident it is a cassette issue because their pump was running and then last night it double beeped and they tried to make the error stop but nothing worked. No patient injury was reported.